Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that 865 days post index procedure, the patient experienced cardiac arrest at an outpatient dialysis center and was hospitalized on the same day. The patient was in asystole and was resuscitated with epinephrine, but was "down for around 15 to 20 minutes." The patient was unable to recover inspite of repeated attempts of resuscitation. The decision was made to make the patient do not resuscitate (dnr) and to terminally extubate after consultation with the patients' family members. Four days later the patient died as a result of cardiac arrest. The cause of death is cardiac arrest following hemodialysis.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, patient experienced cardiac arrest and later died. (B)(6) 2011 - the patient presented with unstable angina. The 90% stenosed, de novo target lesion was 14 mm long with a reference vessel diameter of 3.0 mm, located in the proximal left anterior artery (lad). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2013 - the patient experienced cardiac arrest and was hospitalized on the same day. Four days later the patient died.

Manufacturer narrative:
(B)(4).